Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (415 mg/dl). Reportedly, the contact was unsure of the cause for elevated bg levels; however, the contact believes elevated bg levels may be due to an auto-immune kidney issue. Customer was treated with fluids and basal insulin via the pump. Subsequently, the customer's bg levels dropped to 30 mg/dl. System check with tandem technical support was performed, and the pump functioned as intended. Reportedly, low bg levels may be due to an auto-immune kidney issue. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.